Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous vessel. A 6.0 x 40, 135cm mustang balloon catheter was advanced for dilatation. However, on the second inflation at 18 atmospheres for 30 seconds, the balloon ruptured. The device was removed without any problem and balloon pinhole was noted. The procedure was completed with another of same device. No patient complications were reported and the patient was in good condition after the procedure.